Event description:
According to the reporter, during surgery, the guide wire entered the human body through a needle; it got stuck in the needle and could not enter smoothly. Then the physician decided to remove it and replace it with the same model to finish the surgery. It was necessary to remove the guidewire together with the needle. No excessive force was used on the device. The needle and the guide wire were the ones used and included in the kit. Nothing unusual observed on the device prior to use. Flushing was done with normal results. No other defects/damages found on the product. No other product was utilized with the device. The catheter was not repaired. There was no leak. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. To resolve the issue, the product was replaced, and the procedure was completed. There was a little blood loss, and blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one guidewire and one puncture needle, with the guide wire visibly stuck in the puncture needle. It was reported that the guide wire was unable to withdraw. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.